Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. However as the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous, 99% stenosed distal right coronary artery. A 1.5x20mm mini trek ii balloon dilatation catheter (bdc) was advanced without resistance, but the balloon ruptured during the first inflation at 8 atmospheres. A 1.5x15mm non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.